Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a low speed event on (B)(6) 2021. The report of additional low speed events on (B)(6) 2021 could not be confirmed as no log files from those events dates were provided for review. Although a specific cause for the reported events could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. The submitted log files collectively contained data from 4:05:58 on (B)(6) 2021 through 10:13:12 on (B)(6) 2021, and from 7:32:00 on (B)(6) 2021 through 10:04:59 on (B)(6) 2021, per the timestamps. One low speed event was captured at 23:04:37 on (B)(6) 2021, while the patient was connected to the mobile power unit (mpu), with a speed reduction to 6360 rpm (approximately 2440 rpm below the low speed limit). This event resulted in low speed advisory and low speed operation alarms and appeared to be associated with a pi event. No pump stoppages were recorded throughout the log files. Excluding the low speed event, the pump operated above the low speed limit. No other atypical events or alarms were captured. Despite the observed event, the pump appeared to function as intended. The account reported that upon device interrogation, low speed events were noted on the system controller on (B)(6) 2021; however, no pump off or low flow alarms were observed during these events. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. A non-grounded cable was requested for the patient. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01jul2018. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The last low speed advisory alarm was noted on (B)(6) 2021. A no ground cable was ordered for the patient. X-rays obtained of the driveline did not reveal any obvious areas of shield breakdown, but it was suspected that the driveline was in the beginning stages of a short to shield.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a log file analysis revealed a pump speed drop to 6360 rpm and accompanying low speed advisory alarms on (B)(6) 2021. There were no pump stop or low flow alarms reported. The patient had a history of heartmate ii to heartmate ii exchange due to pump thrombosis. On (B)(6) 2021 the patient was noted by healthcare providers to have had a low speed advisory on pump interrogation without any pump stop or low flow events. A second log file analysis did not show data for that range, and it showed no subsequent low speeds between (B)(6) 2021.